Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of a cartridge on a pcb00 preloaded device cracked as the lens passed through into the patient's right eye during implantation. Reportedly, this did not affect delivery of the lens and the lens remains implanted. There was no incision enlargement, no vitrectomy, and no sutures used. There was no patient injury and the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
Corrected data: in review, the initial emdr incorrectly reported the date received by manufacturer as 04/06/2018. The correct aware date is 04/05/2018. Also, the device manufacture date is 07/20/2016. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.